Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic donor nephrectomy procedure, the laser localization module (llm) was not working properly. During docking the arm always showed the same angle information (around 160°) even if the operator moved it. Trying to position the arms and tele-operate became impossible due to the issue. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic donor nephrectomy procedure, the laser localization module (llm) of the arm cart assembly was not working properly. During docking the arm cart assembly always showed the same angle information (around 160°) even if the operator moved it. Trying to position the arms and tele-operate became impossible due to the issue. There was no patient injury.

Manufacturer narrative:
Additional information: h10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field. Review of the field service notes indicated that the indication angle of the arm cart assembly was noted to remain locked around limited values. Abnormal behavior of the laser localization module was noted. The laser localization module was replaced and no reoccurrence of the issue was observed. The arm cart has been confirmed to be functioning correctly. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a defective laser localization module. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.